Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it's likely the probe damage occurred due to a stress problem. However, a definitive root cause of the damaged probe cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasonic probe insertion tube was damaged. It was found that the tip of the device was deformed and buckled. This event was found during a procedure. There were no reports of patient harm.